Manufacturer narrative:
This report is submitted on june 26, 2017.

Event description:
Per the clinic, the patient experienced infection at implant site subsequent to sustaining a head injury and was treated with oral antibiotics (date and duration not reported). The issue could not be resolved; subsequently the device was explanted on (B)(6) 2017. Re-implantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
This report is filed on (B)(6) 2017.